Event description:
The physician reported during the preparation before an avm procedure, the technician found the coil had been cut. The physician used another similar device for the procedure. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to boston scientific for further evaluation. However, the investigation is still on-going. Therefore, boston scientific cannot conclusively determine what caused the user's experience at this present time. When the technical analysis has been completed, a supplemental report will follow.